Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of display issues. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. The unit was then disassembled, corrosion was found on most of the components of pcb and is considered to be the root cause of the failure. The unit was put through the recertification test with replaced pcb, which the unit passed successfully. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump powered on but the screen never displayed anything but a few horizontal lines across the bottom.

Event description:
The customer states that the enteral feeding pump powered on but the screen never displayed anything but a few horizontal lines across the bottom.